Event description:
It was reported the patient was hospitalized. Transesophageal echo demonstrated severe aortic stenosis and possible stent deformation. The patient's current condition does not allow him to undergo reoperation. Additional information has been requested.